Manufacturer narrative:
(B)(6). The event occurred in (B)(6).

Event description:
Caller alleged that the following results were obtained using two different inform systems, in less than 10 minutes apart: 11.9 mmol/l and 31.3 mmol/l inform ii system 1 and 12.3 mmol/l inform ii system 2. No adverse event reported. Return of suspect device was requested and replacement was sent.